Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that one month and sixteen days post dialysis catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis. There was no reported patient injury.

Event description:
It was reported that one month and sixteen days post dialysis catheter placement, the catheter allegedly came out and the cuffs appeared papery with no fibrosis. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluation the tissue cuff was intact, space between the tissue cuff and catheter was noted, fiber disturbance was noted on the tissue cuff and adhesive material peeling off from a area of tissue cuff was noted but these observed visual anomalies are considered incidental and are not themselves sufficient enough to confirm the reported catheter expulsion and loosening of implant. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.